Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advavtage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advavtage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that the actual sample was stuck in the concurrently used balloon catheter, and in that state, it was exposed to pulling force in the withdrawal direction, which resulted in the separation of the urethane coating from the core wire. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the actual radifocus glidewire advantage was used during the procedure. They tried to probe a dorsalis pedis with the gwa 18 in combination with 2/150 / 130cm pacific plus. 2 cm long closure without visible plaque content. Probing was not possible, and they changed to a gwa 14. After removing the gwa 18, it was noticed that a piece of the hydrophilic coating on the wire tip was missing. The tip was not visible in the patient. It was not clear where the coating remained. There was no actual harm to the patient reported. There is a possible loose piece inside of the patient. The procedure outcome was not reported. Additional information was received on 31mar2020. The statement: "a piece of the hydrophilic coating on the wire tip is missing" does mean that the urethane coating was separated off from the core wire; since a piece of coating was missing, it means that the piece was separated. The separation/exfoliation of "the hydrophilic coating" occurred after removal from the patient's body, that is when the missing piece was noticed. The hydrophilic coating separated/exfoliated from the reported wire.